Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The evaluation revealed that the pushrod for implant #2 did not deploy past the edge of the cannula track when the trigger was pulled completely. After further evaluation, it was found that the gear rack and gearset timing were offset. In addition, the first click was not felt when the trigger was squeezed partially because the click spring was broken from the handle. It broke at the ultrasonic weld. Furthermore, the cannula track is slightly bent. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 needs to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, the implant could potentially become entangled with the suture and pulled back from the meniscus. The implant may be pulled-out from meniscus due to the incorrect use of the depth stop or over tensioning of the suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the first implant went in fine, however, when the second implant was being inserted the trigger mechanism failed and the implant didn't deploy properly. The first implant was retrieved and the surgeon used another ar-4502 with the same lot and the case was completed. Case: meniscal repair. Follow-up investigation: the first suture was cut and the peek implant was left behind the meniscus unretrieved.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Complaint event most likely due to not following the surgical technique. Per the surgical technique implant #2 need to be advanced to the needle tip prior to advancing the needle through the meniscus. If this is not followed, implant could be potentially entangled with the suture and pulled back from the meniscus. The implant may be pulled out from meniscus due to the incorrect use of the depth stop or over tensioning of suture construct. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the first implant went in fine, however, when the second implant was being inserted the trigger mechanism failed and the implant didn't deploy properly. The first implant was retrieved and the surgeon used another ar-4502 with the same lot and the case was completed. Case: meniscal repair. Follow-up investigation: the first suture was cut and the peek implant was left behind the meniscus unretrieved.